Event description:
It was reported that a minimum fill notification occurred when the customer attempted to load a new cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer tried to load another cartridge, but it would not fit, leading to ongoing troubleshooting efforts.